Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages/arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. Additionally, the cable connecting the distribution node (dn) to the front therapy electrode (te) was pulled from strain relief. The root cause for the open wire and the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages and arrhythmia alarms.